Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of tripwire broken. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without the ligator head. A crimp was present on the tripwire and the trip wire was secured in the handle assembly slot when received. There were no damages found on the trip wire. Additionally, it was noted that the suture had seven knots and no visible damaged found. A functional evaluation noted that by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was not confirmed. Based on the evaluation of the returned device, no failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an endoscopic band ligation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the tripwire was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an endoscopic band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the tripwire was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.